Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18427. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial and right ventricular leads exhibited high capture threshold. The patient was brought into clinic and it was determined that both leads were dislodged. The leads were explanted and replaced. The patient was stable.